Event description:
The iab leaked during insertion. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: unknown-reported 4/8/98. Pt's current status: unk-rpt'd 4/8/98.